Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, multiple noise episodes were noted resulting in oversensing. The physician preferred not to perform intervention at this time and will continue to monitor the patient by merlin.net. The patient was in stable condition.